Event description:
It was reported that over-sensing of noise was observed on the right ventricular (rv) lead. The patient presented for a revision, and visible damage on the insulation was found. The lead was repaired using a guidance repair kit. There were no adverse health consequences, the patient was stable.